Event description:
It was reported that this right atrial (ra) lead was suspected to be fractured. Surgical intervention was performed, and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.